Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Patient height: (B)(6). (B)(4).

Event description:
It was reported the patient developed redness under the mass and tape collar of the skin barrier. The redness has persisted for "months." The redness extended outward beyond the skin barrier, approximately 38 mm, and under the additional paper tape the patient applied at the edges of the wafer. On occasion, stool was noted on the patient's skin as well. After a medical examination, the end user was issued a prescription for an antifungal (nystatin) powder with instruction to apply the powder to the reddened area. No further information was reported.